Manufacturer narrative:
Findings: pump was monitored for 48 hours with multiple basal rates. No blank display, display anomaly, check setting, no external ram errors , a check failed on startup alarm noted during testing. However, check failed on startup alarm was inside pump history screen. No unexpected audio/beep anomaly. Pump passed unexpected restart test. No unexpected reset noted. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm check failed on startup customer's blood glucose at time of incident was unknown. The customer was advised that the pump will be replaced due recurring alarm.